Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed no delivery during bolus. The blood glucose at the time of the incident is unknown. During troubleshooting, insulin did not exit the tubing when disconnected at the quick release during fixed prime or after disconnecting and reconnecting the infusion set and reservoir. They had greater than normal resistance with plunger push. It was explained that the alarm was caused by a set/reservoir connection issue and advised to change the infusion set and reservoir. The reservoir will be returned for analysis.